Event description:
The nurse noted that the side channel piece that attaches to the brain started to smoke. The nurse immediately turned off the pump and unplugged it. The device was tagged and sent to biomed for analysis.